Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (b)(62 02 and a mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and neuromuscular problems. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. The patient underwent an examination under anestheshia, uterosacral colpopexy, transobturator miduretral sling, posterior repair, perineal reconstruction on (B)(6) 2013, due to apical vaginal prolapse, rectocele, perineal defect, sui, fecal incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/30/2017